Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated batteries need to replace and batteries are not available in warehouse yet. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site postal code: (B)(4).

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) battery backup is too low. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (type of investigation, investigation conclusions).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(component codes, investigation conclusions ).

Event description:
N/a.